Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's lead was replaced due to lack of efficacy, and during the removal the lead broke. The healthcare provider (hcp) elected to leave the remaining portion in place instead of removing it. The new lead was placed ipsilateral next to the partial lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.